Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022 it was reported by a sales representative via sems that an abs-10060r angel malfunction during prp case and blood exploded inside of the machine. Additional information on 01/26/2022: on 01/26/ 2022 it was reported by a sales representative via email that an abs-10061t prp kit ( line#2) spindle under the top housing became loose causing blood to leak inside the abs-10060r angle centrifuge ( line#1) during the end of the prp spin cycle. The spill was not cleaned up, the sales rep was asked to remove the angel centrifuge and have it placed. The surgeon was not comfortable having his personnel clean the spill. The prp was completed using a back up abs-10060r.

Manufacturer narrative:
Complaint confirmed, the angel system was returned with a disk/bag consumable assembled. The disk/bag tubing was cut, but the bag was filled with blood. Blood leaked in the bowl of the angel centrifuge but appears to have been contained within the bowl. The device is biohazard and could not be evaluated. The cause is undetermined, however the origin of the leak is likely the consumable and not the angel centrifuge.